Event description:
It was reported that the patient is still experienced incontinence because there was leaking all over while the device was active. A surgical procedure was performed to replace the artificial urinary sphincter (aus) and the 3.5 cuff was downsized to 4.0. The procedure was completed. There were no patient complications.